Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lobectomy procedure, after firing 2 reloads that had a problem of incomplete staple line distally. To resolve the issue the surgeon decided to open the patient and convert the procedure to open thoracotomy and used another set of device to complete the case. The incision was extended more than 1 inch (2.54 cm) due to the device problem.